Event description:
It was reported by service report that the power prongs on the power cord were bent/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.